Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4) incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep that the shaft of their true span 24 degree peek broke while inside the knee during a meniscal repair. No implants were deployed prior to the device breaking. The device was pulled out and the case was completed with other like devices. There were no patient consequences or delays. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual inspection confirms the reported issue that the shaft of the truespan broke. The breakage is consistent with the truespan used with excessive force. Other than this possibility, a root cause cannot be determined. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Manufacturer contact phone number: (B)(4).